Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via phone that the brushheads fall off during brushing, the metal pin on the hand pieces seem to have worn down. No injury was reported.

Manufacturer narrative:
24-sep-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Consumer reported via phone that the brushheads fall off during brushing, the metal pin on the hand pieces seem to have worn down. No injury was reported.